Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged operative complication experienced by the patient. The initial reporter information of FDA voluntary report mw5061216 is blank. The name of the hospital where the da vinci-assisted hysterectomy was performed is unknown. In addition, the name of the surgeon who performed the surgical procedure is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If isi obtains additional information regarding the reported event, a follow-up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient underwent a da vinci-assisted hysterectomy procedure and allegedly sustained a 2 inch laceration. However, at this time, the cause and severity of the alleged operative complication is unknown. In addition, there is no allegation that a malfunction of a da vinci surgical system occurred or caused/contributed to the patient's operative complication.

Event description:
On (B)(6) 2016, intuitive surgical, inc. (Isi) received FDA voluntary report mw5061216 with the following event description: underwent hysterectomy with davinci robot and experienced a 2 inch laceration at (B)(6) hospital in (B)(6) performed by dr. (B)(6). High risk for this procedure because had a c-section several years ago. Kept overnight. Question as to why davinci robot was used when possibly more delicate technique should have been used rather than the davinci robot.